Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8 mmol/l at the time of the incident. The customer¿s other blood glucose was 7.9 mmol/l and 7.8 mmol/l. The insulin delivery was suspended due to the sensor values. The suspend on low limit in sensor settings was 3.8 mmol/l. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 2.4 mmol/l. The customer reported that the difference was occurring with a current sensor. The customer did not receive a sensor updating or sensor glucose value not available alert. The customer received a calibration not accepted alert and a change sensor alert. The sensor will not be returned for analysis.